Manufacturer narrative:
The repair was cancelled and the device will be scrapped.

Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. The device was not in patient use. During the evaluation of the ventilator at the manufacturer's service center, a "service required" code related to the oxygen blending module board was found in the ventilator's downloaded error log.